Manufacturer narrative:
The customer declined to have the svc rep repair the sys. No further info is available.

Event description:
During regular maintenance, a control panel issue was found that could cause the sys to lock up. No pt injury was reported.